Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon reports apparent fractured tibial rotating component on right modular rotating hinge knee. Surgeon reports patient is reporting knee pain limited range of motion and locking. Planned revision surgery for saturday august 10th. Update: "the revision surgery for this case was completed on saturday the 10th. Intra-operative findings: broken hinge axle, intact rotating tibial component and loose femoral component. Patella component loose. All femoral components and patella were revised. Tibial bushing, tibial insert and rotating components were revised. Multiple previous revisions for instability and infection (permission for medical records was not available)."